Manufacturer narrative:
MFR date: monitor (B) (4): 02/2008, electrode belt (B) (4): 12/2006. Device eval summary: device evaluations of electrode belt (B) (4) and monitor (B) (4) have been completed. The device was fully functional upon receipt. It was refurbished and retested. From the flags, it can be seen that the device properly treated the pt during an episode of ventricular tachycardia, however, the post-shock rhythm was asystole. This is a rare complication of cardioversion. The device then properly detected and alarmed for asystole. The event analysis, along with the pt's ECG report, is attached. Conclusion: a (B) (6) woman rec'd an appropriate shock during an episode of vt. The pt's post-shock rhythm was asystole, a rare complication of cardioversion. The device then properly detected and alarmed for asystole, attracting her mother's attention. .

Event description:
The territory mgr (tm) of a (B) (6) female pt called in to zoll lifecor customer support to report that the pt had passed away while wearing the lifevest. The pt's device was alarming "call ambulance." Review of the pt's download revealed that the pt passed away on (B) (6) 2010.